Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an infusion issue during an unspecified process step. The device was "double dropping over 300ml/hour", the pump was pulling a chemotherapy bag and compatible intravenous (IV) bag at the same time concomitantly/simultaneously. There was no known patient injury or medical intervention associated with this event. No additional information is available.